Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting frequent loss of prime alarms without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: a review of the pump¿s black box history showed that loss of prime alarms were recorded. No loss of prime alarms occurred during investigation. The force sensor calibration reading was found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of the pump emitting loss of prime alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).